Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working properly. The reservoir compartment was stripped and not holding the reservoir in properly. The reservoir popped out last night. Customer's blood glucose level was 459 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to broken reservoir tube lip. All operating currents are within specification and passed displacement test, rewind, self-test, off no power test and a21 error test. The insulin pump had received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked case, cracked display window, cracked reservoir tube window, cracked case at the reservoir tube window corner and cracked reservoir tube. The insulin pump was missing end cap sticker and the reservoir tube o-ring.